Event description:
It was reported that the user entered meal announcements at incorrect times, used ¿less than¿ entries, and dosed for meals when not eating while using the ilet, prompting a factory reset and retraining on proper meal entry. Symptoms included episodes of low glucose and high glucose. Outcomes included the need for troubleshooting and education. Investigation included user counseling on correct meal announcement practices and device reset to restore default settings. Investigation of this case revealed user-related misuse of meal announcements leading to inappropriate insulin dosing, with the ilet and oral glucose used during management. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.